Manufacturer narrative:
Please note: this foreign cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.

Event description:
Five days post index procedure, the patient was discharged from the hospital in the morning, but he complained of chest pain while at work in the afternoon. He came to the hospital. St elevation was observed. A coronary angiogram was conducted and thrombus was observed in the cypher. To treat the thrombus, aspiration and plain old balloon angioplasty were conducted. Twelve days later, the patient recovered and was discharged from the hospital. The physician commented that the possible cause of the thrombotic event was because the stent was under-dilated, though an intravenous ultrasound was conducted and the patient got dehydrated due to work. The patient had a target lesion in the high lateral branch. The vessel was a type b1, de-novo and concentric lesion. The lesion length was approximately 15mm and vessel diameter was approximately 3.0mm. In 2007, the patient went in for an elective case. The lesion was pre-dilated with a 2.75x15mm balloon at 8atms for 40 seconds. A 3.0x28mm cypher stent was implanted at 16atms for 60 seconds. Post-dilatation was conducted with a 3.0x10mm balloon at 16atms for 90 seconds. Intravenous ultra sound was conducted and the residual percentage of stenosis was 0. Timi flow grade pre and post procedure was 3. The patient's medications include the following: aspirin, ticlopidine hydrochloride, warfarin potassium and heparin.